Manufacturer narrative:
Explant was reported due to aortic stenosis and aortic insufficiency. The investigation found that leaflets 2 and 3 had previous incisions and sections removed. There was fibrous pannus ingrowth on the outflow surface of leaflet 2. All three leaflets had calcifications. Leaflets 2 and 3 had possible tears. All three leaflets had fibrous thickening. There was no acute inflammation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined due to the previous excisions on the leaflets, however the calcifications noted could have contributed to the reported stenosis and the tears, if the tears were present prior to the excision of the leaflets.

Manufacturer narrative:
Additional information: g3, h2, h6, h10 an event of stenosis and valvular regurgitation were reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported, on (B)(6) 2021, the patient underwent an explant of the 21 mm sjm trifecta valve (s/n #(B)(4)) due to aortic stenosis and aortic insufficiency. The trifecta valve was implanted on (B)(6) 2014. The valve was replaced with a non-abbott valve. No additional information was provided.